Event description:
It was reported that, "patient is experiencing pain which started (B)(6) 2010. She went to the doctor in (B)(6) 2010. Her surgeon left the practice and they scheduled her to meet with another surgeon in the practice but the office later called to cancel. Since that time, the patient has lost her medical insurance. When she tries to extend her leg it feels like it is catching and to force it to move is extremely painful." (Left knee).

Manufacturer narrative:
The following devices were also listed in this report: triathlon ps fem component, cemented, cat# 5515-f-501, lot# xpew. Triathlon-prim tib baseplate usae mold #1434, cat# 5520-b-500, lot# spk6x. Triathlon symmetric x3 patella, cat# 5550-g-339, lot# 994p. Triathlon femoral peg modular distal fixation, cat# 5575-x-000, lot# snfhn. It cannot be determined which, if any of these devices may have caused or contributed to the reported patient pain. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.